Manufacturer narrative:
A ge service representative performed an onsite investigation. The printed circuit board needs to be replaced. The purchase of this part was not approved at the time of inspection. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that the system was not functioning as intended and a printed circuit board needed to be replaced. No patient injury was reported.